Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). A total of 29 ventricular sic occurred and episodes with lead noise oversensing occurred. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. During the week of (B)(6) 2014, rv pacing impedances spiked to 1406 ohms. Impedances have consistently been in the range of 900-1000 ohms.

Event description:
It was reported that long pauses were noted on the echocardiogram. Atrial undersensing with occasional loss of capture was noted. Additionally ventricular oversensing was noted on the ventricular lead. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d354trg ICD, implanted: (B)(6) 2011; 5076 lead, implanted: (B)(6) 2004. (B)(4).